Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the door was not fully closing due to two door switches that needed adjustment. After the adjustment, the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the system was stating door open when the door was closed. The site tried opening and closing the door several times with no change. The site also gave the covers a squeeze and tried to get the dingus in line without change to the pendant but it still stated door open even though it was closed. Both imaging and navigation were aborted. There was a 15-20 delay to the procedure. No impact on patient outcome.